Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: device manufacture date: the device manufacture date was feb 13, 2019 in the initial report. The device manufacture date has been updated as mar 13, 2019. Device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: bearing sleeve device, (B)(6) 2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a minimally invasive discectomy surgical procedure of the spine, it was observed that the drill bit head on the cutter device separated from the stem into two separate pieces, while being used with a bearing sleeve device. It was reported that the user was able to recover both pieces and ensure that nothing was left in the patient or in the surgical field by examining under the microscope. It was also reported that the two pieces were retained. It was not reported if there were any delays in the surgical procedure. It was reported that the procedure was able to be completed without further use of the drill bit. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.